Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net transmission. Upon review, the pulse generator had several noise reversion episodes, which was likely an oversensing issue. The patient would continue to be monitored. The physician would make the recommended programming changes if issue consist.